Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. Initial observation of the returned device found the pod to have a discolored top housing. Through the bottom housing, corrosion could be seen on the printed circuit board (pcb). Once the pod was opened, corrosion could be seen on the bottom battery. Initial attempts to download the data from the pod were unsuccessful and the battery voltages were measured to be lower than expected on all three batteries. An external power supply was attached to the pod in an attempt to establish communication with the master personal diabetes manager (pdm). This was unsuccessful. The pcb assembly was removed from the pod chassis and attached to a power supply in another attempt to establish connection with the master pdm. The pcb was unable to communicate with the master pdm and the download data was unable to be retrieved. Fluid flowed freely through the complete fluid path, no leaks or tears were observed. A leak test was performed by occluding the end of the fluid path, rotating the ratchet gear, and checking the fluid path for leaks. No leaks were observed. No cracks were observed in the housing. The cause of the internal corrosion observed could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment a new pod was applied.